Manufacturer narrative:
Initial investigation has been conducted with no manufacturing issues noted that may have contributed to the complaint. To assist in root cause determination, sem analysis is routinely carried out on the fracture surface where there are incidents of fractured guidewire. Sem analysis was carried out on the 25th of march 2011. We will complete our evaluation and submit a follow up report when our materials engineer contributes to the final report. Estimated completion time is 6th april 2011.

Event description:
A complaint was received on 03/15/2011, with the following text: "while withdrawal of the device, there was a difficulty in withdrawing, the tip of the wire was destroyed. The lesion was very calcified. The used balloon catheter was a passeo 18 and a terumo introducer, both are not available. There were no problems during the insertion. The doctor remembers resistance but does not remember when. There was no problem with the torque."